Event description:
It was reported by service report that the velcro was not holding the mattress to the litter, the zoom was intermittent, and the cover was damaged exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Velcro, zoom handle.